Event description:
During the coil embolization procedure of a cerebral artery, the helipaq 10 cerecyte microcoil (B)(4) could not be detached. The user was trained, and the product was stored per labeling. The component will be return for analysis.

Manufacturer narrative:
During the coil embolization procedure of the (mca) middle cerebral artery, the helipaq 10 cerecyte microcoil (che10040830/c10297) could not be detached. The hospital has two boxes, but it is unknown which one was used in the implant. After the event, the same (dcb) detachment control box was used to complete the procedure, but another dcb was tried with this coil to reject the possibility of a faulty dcb. The provide the catalog and lot number for the connecting cable used. The same problem as the one with the boxes, a second cable was used to reject the possibility of a faulty cable, but it didn´t work. As long as the dcb and cable seemed to be ok, the coil was removed. This second cable was used to detach further coils with no problems. Pre-deployment electrical check was performed, and no low battery light was seen during the case, or the fault light seen during the case. Did the green system ready light illuminated, and during the detachment cycle, the detachment light illuminated. Also, the audible signal beeped. All connections appeared to fit properly without application of excessive force. A codman microcatheter was used during the procedure, but exact reference catalog and lot was unknown. No resistance/friction was noted during deployment of the coil system through the microcatheter, and the same microcatheter was used to complete the procedure. No torquing of the dpu was required during positioning of the coil in the aneurysm. The coil was removed without any serious injury. The user was trained, and the product was stored per labeling. The vessel was not calcified and tortuous (not over average). No damages were noted on the coil after use. The component was returned for analysis. Additionally, no further information was provided. Upon receipt, the device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. The coil¿s socket ring has been pushed down under the outer sheath and against the resistive heating coil¿s distal end. The proximal section of the coil has buckling and compression damage. The middle section of the coil is undamaged. The first secondary winding off the ball tip has compression damage resulting in the lost of its secondary coiling shape. The coil¿s socket ring has been pushed down under the outer sheath. The proximal section of the coil has buckling and compression damage. The middle section of the coil is undamaged. The first secondary winding off the ball tip has compression damage resulting in the lost of its secondary coiling shape. The above coil damage was most likely due to distal interference. The circumstances of how this damage was produced cannot be determined. It is also unknown if this coil damage was related to the coils nondetachment. Located 27.5 centimeters off the distal tip of the green introducer, is a section of opened skive for a length of 1.50 centimeters. There was no protrusion at this site. The detachment fiber did not receive heat and melt. The most likely contributing factor to the coils non-detachment, the systems go light and detachment lights illuminating, and the audible beeps heard was most likely due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the unidentified detachment control box (dcb), the connecting cable, and the unidentified ¿codman¿ microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis of the returned device the most likely root cause of the microcoil system to pass the pre-deployment electrical check and its failure to detach the coil inside the aneurysm was due to a severe buckling of the coil ring found during analysis. The circumstances of how and where this damage occurred cannot be determined. However, based on the report that there were no defects during the electrical check prior to use, it is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the fail point. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach was confirmed with functional testing. Although no definitive conclusion can be made with review of the device history records there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of a cerebral artery, the helipaq 10 cerecyte microcoil (che10040830/c10297) could not be detached. The user was trained, and the product was stored per labeling. The component was expected, but to date it has not been returned for analysis. Additionally, no further information was provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event could not be confirmed. However, review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additionally with the limited information it is not possible to determine the cause of the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During the coil embolization procedure of the (mca) middle cerebral artery, the helipaq 10 cerecyte microcoil (che10040830/c10297) could not be detached. The hospital has two boxes, but it is unknown which one was used in the implant. After the event, the same (dcb) detachment control box was used to complete the procedure, but another dcb was tried with this coil to reject the possibility of a faulty dcb. The provide the catalog and lot number for the connecting cable used. The same problem as the one with the boxes, a second cable was used to reject the possibility of a faulty cable, but it didn´t work. As long as the dcb and cable seemed to be ok, the coil was removed. This second cable was used to detach further coils with no problems. Pre-deployment electrical check was performed, and no low battery light was seen during the case, or the fault light seen during the case. Did the green system ready light illuminated, and during the detachment cycle, the detachment light illuminated. Also, the audible signal beeped. All connections appeared to fit properly without application of excessive force. A codman microcatheter was used during the procedure, but exact reference catalog and lot was unknown. No resistance/friction was noted during deployment of the coil system through the microcatheter, and the same microcatheter was used to complete the procedure. No torquing of the dpu was required during positioning of the coil in the aneurysm. The coil was removed without any serious injury. The user was trained, and the product was stored per labeling. The vessel was not calcified and tortuous (not over average). No damages were noted on the coil after use. The component was returned for analysis. Additionally, no further information was provided. Additional information will be submitted within 30 days of receipt.